Manufacturer narrative:
The rpm was sent to maquet service (B)(4) for further investigation. On (B)(6) 2017 failure was found and following work was performed: belt kit was replaced, belt tension was set correctly, the tacho strobe foil was replaced. The tacho pulley was replaced. The old parvex motor was removed and a baumüller motor was installed, the motor speed and phase shift has been set correctly. The ground cable exchanged from housing to ground plate. The system tests were performed according to service protocol. The failure could be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Customer reported "runaway error during priming". (B)(4).